Event description:
It was reported that the ivc filter fractured. Allegedly, the fractured portions migrated to the pt's vital organs. The filter remains implanted.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The event investigation is currently underway.